Event description:
No good threshold, or capture. When the physician was trying to place the micra leadless pacemaker, there was no capture. The device was removed, and a new device was inserted. The new device seated well and showed good capture and impedence. No injury to the patient.